Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed on (B)(6) 2025 due to hardware pain and discomfort at the plantar and dorsal midfoot. The screws were backing out slightly and there was hypertrophic bone formation around the hardware causing pain at the first tmt incision. The patient's bones were completely fused/healed. Follow-up information indicates the patient is doing well and the pain has been resolved. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information and without return of the device, it is possible the screws that backed out were not completely locked into the plate during initial placement and/or post-operative activity of the patient led to loosening of the hardware. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same hardware removal surgery were reported in 3011623994-2025-00091 and 3011623994-2025-00092.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed on (B)(6) 2025 due to hardware pain and discomfort at the plantar and dorsal midfoot. The screws were backing out slightly and there was hypertrophic bone formation around the hardware causing pain at the first tmt incision. No other patient outcomes were reported as a result of this event.